Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2012 - the pt underwent a tension free vaginal tape placement procedure using a bard/davol soft mesh. On (B)(6) 2013 - pt was diagnosed with chronic pelvic pain and stress urinary incontinence post tvt procedure. The pt underwent excision of the bard/davol soft mesh and cystoscopy with hydrodistention.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event if additional event and/or evaluation info is obtained, a follow up MDR wil be submitted. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedure details to bard.